Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after used on patient, it will be disconnect and reconnect 2 times one day. And the connection is not firm after used on the 5th day.